Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 20.9 mmol/l and 8.0 mmol/l. The reporter than stated the following tests were done within a few minutes: 21.9 mmol/l and 8.1 mmol/l; 17.0 mmol/l and 6.0 mmol/l .sets of readings taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No strips were returned. Not all stated values were found in the meter memory. Device was not returned.